Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicated that the ICD and rv lead continue to exhibit high shocking lead impedance measurements greater than 125 ohms. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that an alert was detected for this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system as it exhibited high out of range shock impedance measurement. Additional information obtained from the field representative indicated that the cause of the out of range shock impedance measurement was not determined. The physician will continue monitoring. This device and lead system remains in service. No adverse patient effects were reported.